Event description:
An eye care professional reported a corneal ulcer associated with focus monthly visit. The pt was referred to hospital for treatment. Several requests have been made to obtain additional information. No further information is available at this time.